Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1996. Product type: catheter: product ID 8840. Product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the event was caused by a programming issue. The patient recovered without sequela and was not hospitalized. The pump was being used to deliver compounded baclofen.

Event description:
It was reported the cause of the event was doubted to be a programming issue.

Event description:
Additional information indicated that in (B)(6) 2010 the patient had experienced withdrawal after he found 'they never did the refill.' It was noted that the clinic supposedly filled the pump for the three month fill, but within two or three days the patient was noted to have been 'deathly sick.' The patient went to the emergency room where he was noted to have gone into really bad withdrawal. Troubleshooting at another facility indicated that the pump and catheter were empty. No alarms were noted to have been heard at that time. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient woke up in the morning with nausea, fever, itching, shaking, vomiting, legs locking, feeling full and not eating even though he hadn't eaten. It was noted that the pump had been filled on (B) (6) 2010. The patient went in. A dye study and roller study were done; nothing was found. The patient was given a bolus. They also gave the patient baclofen orally and it seemed to help. That night, they took the patient by ambulance to the hospital, but they did not know how to handle the pump. The next morning, the patient went back to the place that had seen him the day before. They did another roller study and a CT scan; the results were not available. The patient was at home. His status was reported to be "serious". Follow up with the physician provided that the patient came in. The physician was only able to withdraw 2 cc of drug when he should have been able to withdraw about 40 cc. The results of the second roller study and CT scan all came back normal; the physician had spoken with the doctor that performed them. The physician also called the local refill site. He suspected that there may have been a problem at the refill that caused the underdose, but he couldn't be certain the drug used in the pump was lioresal and the dose was 700 mcg/day. The physician supplemented the patient with oral baclofen. The patient returned to the physician's office the next day and the pump was refilled and reprogrammed. The physician had not heard from the patient since he was refilled and reprogrammed so he was assuming that the patient was doing well.